Event description:
The patient expired due to cardiomyopathy but the exact date is unknown. The patient physician had no additional information. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found severed. Only the proximal fragment which was prolonged up to 61 cm was received and subjected to an extensive analysis. The visual inspection showed cuts in the insulation and deformations of the inner and outer conductor coils. Based on the symptoms, it is reasonable to assume that these damages resulted from the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.